Event description:
There was no capture on demand when the pacer aspect was used. Through investigation, the biomed people learned that the operator has to increase the power in order to capture the p wave. This was the first time the device was used. There was no injury to the pt. The rptr stated that the inservice person from the co did not tell the staff that the power had to be turned up. This info is on a tape that the hosp staff was told could be watched at their leizure. Upon informing the MFR, a proper inservice was conducted by the co.